Event description:
It was reported the patient had loss of therapeutic effect and stimulation in wrong location. It was stated the patient had acute pain "starting at the low back/trunk where the nerve bundle is down through the buttock to the right leg down through the thigh and knee and down through the calf and into the foot". It was noted patient believed this pain was due to a nerve bundle on his right buttock due to the fact when he pushed on that spot it helped relieve his pain. It was further reported the patient had ¿several falls¿ within a month to a month and a half prior to report. It was further described as his right leg ¿gave out¿ and he would catch himself before fully falling to the ground. It was further stated the leg pain started ¿right around the holidays¿ and had gotten progressively worse. It was noted there no changes in the implantable neurostimulator (ins) pocket site and he could feel stimulation at time of report. It was noted patient had tried oral pain medication, massage, heat, herbal topical muscle rub which had not helped. It was further reported movement caused stimulation changes and his pain was worse at night, but when he lied down ¿90 percent¿ of his pain was relieved. It was noted patient had tried increasing both programs, but it ¿seemed worse when decreasing¿ and it ¿did not seem to be in the proper spot.¿ it was noted patient thought this could be fixed with reprogramming.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 377660, lot # v011073, implanted: (B)(6) 2006, product type lead; product ID 377660, lot # v009380, implanted: (B)(6) 2006, product type lead. (B)(4).